Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that there weren't any voice prompts because the device was powering off shortly after being powered on. Physio determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2, on the digital pcb assembly. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that there were no voice prompts when the lid of their device was opened and the device was powered on. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not remain powered on.